Event description:
Customer reported that she was pushed into a pool with her insulin pump. Customer stated the device is vibrating without an alarm or alert and the display went blank immediately. Blood glucose value is 135 mg/dl. Customer declined the insulin pump replacement. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.